Event description:
It is reported pt states that her hip dislocated for a second time. Pt had surgery to repair dislocation in (B)(6) 2011. Pt states that she is excruciating pain all the time. Pt has limited mobility and must use a walker or wheelchair to get around.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report. The reason for the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.